Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer questioned results from 1 patient sample tested for thyrotropin (tsh), free thyroxine (ft4) and ft3 - free triiodothyronine (ft3 iii). The customer provided the sample for investigation. Of the data provided, erroneous ft3 iii results were identified between the customer's e602 analyzer, a centaur analyzer, an e 170 analyzer used at the investigation site and an e411 analyzer used at the investigation site. The date of tests performed at the customer site is not known. It is not known if erroneous results were reported outside of the laboratory. Refer to the attachment to the medwatch for patient results. No adverse event was reported. The e 170 analyzer serial number was (B)(4). The e411 analyzer serial number was (B)(4). The ft3 iii reagent lot number used at the investigation site was 185694 with an expiration date of 05/31/2016. The serial number for the customer's e602 analyzer is not known. A specific root cause could not be identified. There was not enough sample volume left to complete the investigation.

Manufacturer narrative:
A new sample from the patient was provided for investigation. Investigations of the sample determined that it generates a ft3 value within the normal reference range of the assay. The sample was investigated for the presence of an interfering factor to the assay and no interfering factor was identified within the sample.